Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the outer insulation bilumen tubing had voids. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the inner insulation bilumen tubing had voids, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the lead integrity alert triggered on the right ventricular lead due to oversensing and nonsustained ventricular tachycardia episodes. Fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.